Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional nc trek is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous, mid to proximal right coronary artery. It was reported that the 2.50 x 12 mm nc trek was advanced for pre-dilatation of the lesion; however, resistance was felt during advancement to the lesion. The balloon ruptured on the first inflation at an unspecified pressure, due to the calcification, and was removed from the anatomy without issue. The 2.25 x 12 mm nc trek was advanced for pre-dilatation of the lesion; however, again resistance was felt during advancement to the lesion. The balloon ruptured on the first inflation at an unspecified pressure, due to the calcification and was removed from the anatomy without issue. A smaller nc trek balloon catheter was used successfully for pre-dilatation and a 2.5 x 12 mm xience alpine stent was deployed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.